Manufacturer narrative:
The 3.5mm cortex screw self-tapping 32mm (product code: 204.832, lot no: 40p6509 & qty: 1) was received at us cq. Upon visual inspection it was noticed that the screw shaft was broken but the broken part was not returned. No other issues were identified with the components of the device. The complaint condition was confirmed for the returned device as the device was broken. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 204.832, lot: 40p6509, manufacturing site: (B)(4), release to warehouse date: 03 february 2020. A manufacturing record evaluation was performed for finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an open reduction internal fixation (orif) surgery of the right distal tibia, three cortex screws were broken during operation. The fracture was intended to be fixed with anatomical lcp distal tibial plate using minimal invasive technique. The cortex screws were broken when putting screw onto the plate through the aiming device one by one. Surgeon then removed the plate to retrieve the broken screws. The operation was carried on without the aiming device and the surgeon decided to fix the plate with locking screws only. This report is for one (1) 3.5mm cortex screw self-tapping 32mm . This is report 1 of 1 for (B)(4).